Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unspecified broken wire was noted on a prograsp forceps instrument. It is unknown if a fragment that fell into the patient was retrieved. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken.

Event description:
Refer to h11 for follow-up information.